Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a pacemaker implant procedure the physician attempted to implant this right ventricular (rv) lead. During the implant, the lead could not be advanced or removed; it was thought to be stuck on a papillary muscle or on the eustachian valve. The lead was capped and remains in the patient. Another rv lead was successfully implanted. No adverse patient effects were noted.